Event description:
Per importer's MDR: MDR decision date: 01/10/2013. On 01/15/2013 - seh: no serious injury alleged. Malfunction alleged. The dealer stated the straps are ripping on one side. MDR filed.